Manufacturer narrative:
Our sales representative was only able to learn that the device was not explanted due to a device malfunction. No additional information was provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information has been received regarding this event. It is unknown if the device will be returned. The reason for explant is unknown at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted after an implant duration of approximately 2 years 5 months (29.93 months) and replaced by a valve. No cause for the explant was provided.

Event description:
On (B)(6) 2011 a response was received indicating the explant was not related to a device malfunction.